Event description:
Initial reporter indicated that the pt after being implanted with the vns developed, a left eyelid droop, left pupil constriction, excessive tearing of the left eye. All events are reported to be related to the implantation surgery of the vns. No interventions taken.